Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock impedance for this right ventricular (rv) lead has gradually increased from 50 to 135 ohms. Additional information was received that the rv lead and implantable cardioverter defibrillator (ICD) were explanted and successfully replaced. No additional adverse effects were reported. Additional information was received that the cause of the high impedance was determined to be related to the rv lead and not the ICD. It was further noted that the rv lead was surgically abandoned and not explanted. The ICD was electively explanted and replaced with an magnetic resonance imaging (MRI) compatible device at the time of the revision.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock impedance for this right ventricular (rv) lead has gradually increased from 50 to 135 ohms. Additional information was received that the rv lead and implantable cardioverter defibrillator (ICD) were explanted and successfully replaced. No additional adverse effects were reported.